Event description:
Customer discovered that while ventilator was cycling on a pt ventilator started making a loud popping sound. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. Ventilator was taken to the biomed department to be evaluated. There were no pt injuries.